Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports; other mfg report numbers: 1226348-2020-00271, 1226348-2020-00272. A facility reported the valve was implanted on (B)(6) 2020. Two weeks later ((B)(6) 2020), the surgeon performed a revision surgery due to csf leak from the implant site. Surgeon believed that it was a bad connection, opened the area and reconnected the ventricular catheter, without noticing any slit in the ventricular catheter. Three days later ((B)(6) 2020) the issue was still present, and the surgeon performed another revision surgery and noticed a slit in the ventricular catheter. He cut out few millimeters form the catheter and reconnected it to the valve. The valve was working perfectly until (B)(6) 2020, when leakage was noted again, but this time the slit was in the peritoneal catheter, in the area where it is connected to the valve. The valve was explanted, and no other device was implanted. A new valve will be implanted later.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint failure analysis:the valve and catheter were visually inspected. A hole in the peritoneal catheter at the connector was noted as well as the silicone housing is torn/cut around the valve. The valve passed the test for programming, occlusion and pressure. The valve was leak tested; leaked from the damaged silicone housing. Reflux test failed, due to the damaged silicone housing. The root cause for the damaged silicone housing is probably due to user error (a sharp or pointed object coming in contact with the silicone). As noted in the IFU, silicone has a low tear/cut resistance.

Event description:
N/a